Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during the procedure to replace the patient's (belgium) end of life ipg, the physician found the lead extension to be damaged. Intra-operative testing identified invalid impedance on all contacts. The lead extension was explanted and replaced. Effective stimulation was restored post-operatively.